Event description:
It was reported that during primary surgery a drill bit broke off. The piece came out on the drill guide. No complications or adverse consequences to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured centering drill was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the reported fracture at the fluted tip. A material analysis identified no manufacturing or material defects. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been 2 similar previous reported events for this lot ID. Conclusions: the investigation concluded that the device fractured in torsional overload while rotating in a right handed direction. There was substantial contact between the drill and another component while in rotation, likely resulting in the fracture.

Event description:
It was reported that during primary surgery a drill bit broke off. The piece came out on the drill guide. No complications or adverse consequences to the patient.